Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD; implanted: (B)(6) 2016. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported a right ventricular lead impedance alert indicated the impedance was high. It was also reported the sensing integrity counter (sic) was noted; however, there was no over-sensing. Additional information was requested and it was learned this was an isolated event that occurred during an open-heart procedure. The lead remains in use and no patient complications have been reported as a result of this event.